Manufacturer narrative:
Reference ID: pr (B)(4). The digital diagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site and checked the detector confirming that the detector was dropped multiple times. The detector was calibrated and returned for use. Section g contact office name - changed from (B)(4) to (B)(4). Date received by manufacturer has been updated to 26th march 2024.

Event description:
It was reported that the detector was not connecting to the system. There was no patient or user impact.